Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). It was reported by the patient that when the infusion set was unwound from the serter device, the tubing came completely detached. Upon investigation of the returned used device (1 set), it was found that the glue was missing on the tubing connector (glue was misplaced on the tubing connector). No further information available.